Event description:
Reporter stated, during routine inspection of instruments it was noticed the black plastic handle was broken. This event did not occur during a surgical procedure. Therefore, there was no adverse consequence to any pt or delay in surgical or anesthesia time.

Manufacturer narrative:
The returned device appeared to be old and used extensively. There were cracks observed on the ultem handle, but is not broken. A functional test of the returned device shows it to be fully functional. The returned device is a older design. A new design replaces this one. The new design improves the reliability of the ultem handles.